Event description:
It was reported that pt had posterolateral fusion at some point in the past. No disc fusion was performed. The pt subsequently developed a cyst-like structure, which did not communicate with the disc space. A reoperation was performed to remove the cyst-like structure, which ruptured and spilled out fluid during the procedure. It is unk if the infuse bone graft contributed to the reported event, but we are filling this MDR out of an abundance of caution.